Manufacturer narrative:
This report has been identified as b. Braun internal report number 400632897. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The last infusion on (B)(6) 2023 were investigated. A space line was selected and the infusion started with a rate of 176ml/h and a volume of 360ml. 2 hours later the volume was reached and the kvo-mode started. One minute later the infusion was stopped and the line was extracted. No other abnormalities were found.

Event description:
As reported by the user facility information by bbm sales organization in ukraine: "underinfusion" according to the complainant at the end of a two hour infusion therapy of folinic acid there was still a significant volume left in the bag. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Additional information: d9 device returned to manufacturer. H2 device evaluated by manufacturer. H6 codes updated. Results: the device history files were analyzed. The last infusion on (B)(6) 2023 were investigated. A space line was selected and the infusion started with a rate of 176ml/h and a volume of 360ml. 2 hours later the volume was reached and the kvo-mode started. One minute later the infusion was stopped and the line was extracted. No other abnormalities were found 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030001. 2.5 hours of operation: 12454. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The last infusion on (B)(6) 2023 were investigated. A space line was selected and the infusion started with a rate of 176ml/h and a volume of 360ml. 2 hours later the volume was reached and the kvo-mode started. One minute later the infusion was stopped and the line was extracted. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,54%. ((Accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled and the inside was investigated. No visible damage were found inside the device. 4. Judgment: 4.1 the complaint could not be confirmed.